Event description:
It was reported that during a follow up, high impedance and high capture threshold were observed. X-ray revealed clavicular crush. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned in three pieces. Analysis found external abrasion on one piece at 3.6cm to 3.9cm from the proximal end of the svc shock coil. On a second piece, external abrasions were noted between the svc shock coils at 7.1cm to 9.3cm from the distal tip. These abrasions are consistent with friction to the ICD can. Etfe cables were normal at these locations. Clavicular crush was noted at the proximal end of the svc coil. Due to the condition of the lead, impedance could not be measured.